Manufacturer narrative:
The device was received and evaluated. Lot release records were reviewed, and the product lot met all acceptance criteria. An incorrect suggested bolus value was displayed on the pdm due to the device registering a previously inputted bg value. Investigation found that the patient entered a bg value that resulted in a suggested bolus, however, the bolus was cancelled without confirming the cancellation (ex. Patient locks/turns off pdm prior to confirming cancellation. The patient then later went into their pdm to enter carbs for a meal bolus, but the pdm calculates a combined bolus for the previously entered bg and current meal bolus resulting in an overdose of insulin. However, as a result of new information discovered in insulet¿s failure investigation process from complaint # (B)(4) on 27 january 2020, we have re-opened this complaint and deemed it to be a reportable device malfunction. Based on insulet's investigation, software issues were found that contributed to the system errors and a CAPA has been opened to address the issue.

Event description:
It was reported the personal diabetes manager (pdm) was not calculating boluses correctly, based on the provided information. The patient reported requiring. 73 units of insulin, however, the bolus calculator was trying to deliver 4.73 units. The patient rebooted the pdm, tried again, and the bolus calculator suggested the correct size bolus. The patient reported blood glucose level two days prior to the event was 400 mg/dl.